Event description:
A peritoneal dialysis nurse reported a fluid leak was discovered from a pinhole in the cassette during fill 3 of 6 of patient treatment. The nurse stated that drain complications encountered messages occurred prior to leak. The nurse stated that fluid came in contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued for replacement. It was reported that an alternate treatment option was not available. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A simulated treatment post- accelerated stress test (ast) 2 hour 15 min 8500 ml was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a clog in hp2 filter. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: although the sample was initially reported to be available, to date no sample has been received. The tracking number was verified and no information was found that the customer sent the sample. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse reported a fluid leak was discovered from a pinhole in the cassette during fill 3 of 6 of patient treatment. The nurse stated that drain complications encountered messages occurred prior to leak. The nurse stated that fluid came in contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued for replacement. It was reported that an alternate treatment option was not available. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse reported a fluid leak was discovered from a pinhole in the cassette during fill 3 of 6 of patient treatment. The nurse stated that drain complications encountered messages occurred prior to leak. The nurse stated that fluid came in contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued for replacement. It was reported that an alternate treatment option was not available. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.